Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced some discomfort at the ipg site due to the location of the ipg. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted, replaced, and relocated. Issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.